Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle mom with pseudomotor painful hip - liner reversed and replace with altrx poly with ceramic ts bell. Surgical delay of 30 min occurred. Doi: (B)(6) 2013, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pinnacle mom with pseudomotor painful hip - liner reversed and replace with altrx poly with ceramic ts bell. Surgical delay of 30 min occurred. Doi: (B)(6) 2013, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation was not possible, as the required lot number was not provided. The information received, will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.